Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst inside the bladder. It was later reported there were no pieces left behind in the patient.

Event description:
It was reported that the balloon burst inside the bladder. It was later reported there were no pieces left behind in the patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found an irregular balloon sac burst. The sample was evaluated under a microscope and conditions were found that could be associated with the reported event. Exact cause could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex". Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.